Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was no stent in the delivery system of a supera self expanding stent system (sess). The device was not used and there was no patient involvement. Another sess was to treat the lesion. There was no clinically significant delay in the procedure. Return device analysis revealed that the device was used. There was blood in the lumen, on the shaft, tip and on the handle. The system lock and the deployment lock were both returned in the unlocked position. The thumb slider was in the proximal position. The stent implant was not returned. Additional follow-up with the site stated there was no stent loaded into the device when they went to deploy it, so they removed the whole unit and used another device to successfully implant a stent. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported missing stent was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported missing stent.